Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone#: (B)(6). Device manufacture date: unknown. Unknown manufacturer: (B)(4). Investigation: no samples were received. However, this complaint number came included in the samples received for the previous complaints. Ten photos were provided. They show the smartsite extension set-alaris, part # 20038e. With a hand written note:¿ port not flushing¿. The label has the lot# 20045997. This complaint is referring to the extension sets not to the posiflush syringes. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Lot# is unknown. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that 8 unspecified bd syringes had difficult plunger movement during use. The following was reported by the initial reporter: "it was reported that staff is having issues priming/flushing. Per attached email: the (B)(6) hospital has reported issues with flushing/priming on the following sets: 20038e and 20019e. I¿ve copied in (B)(6), from the nicu at (B)(6) hospital for follow up questions and to return the impacted/used product she has on hand for investigation. Please advise what additional information is needed."